Event description:
Rec'd a comment from a pt preoperative data report from a study, stating that the surgeon had a hard time locating the vein on both legs. He aborted the case and retrieved the vein by an open leg technique. There was no device malfunction reported. This report is being submitted because surgical intervention was performed.